Event description:
It was reported that during a cholecystectomy procedure, 3 clips did not work. The surgeon started the case as laparoscopy but she had to convert into an open case because she couldn't control the bleeding. The blood loss was over 500cc. The patient received two packs of red blood cells.

Manufacturer narrative:
(B)(4). Additional information was requested and the following response was received: "because the surgeon will not speak to rep, no further information will be forthcoming."

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the clips were not closing properly this is what led to the bleeding. What was the condition of the patient following the procedure - stable, discharged, critical - please explain. The patient stayed longer in the hospital. They didnt gave more info than that. Once the case was converted what actions were taken to control the bleeding? Im sorry but the event took place in the middle of the night on a saturday. When I received the information on the monday morning no one could tell me and the surgeon is so upset she doesnt want to see me. How long was the procedure delayed as a result of these difficulties? When something urgent happen no one is timing the event therefore its impossible to give a specific time. Non-identifying patient information - age, sex, weight, height and pre-existing medical conditions? Information will not be provided. The event was reviewed with an ees cross-functional team consisting of customer quality, marketing, medical affairs, risk management, and product life-cycle representatives. The following questions were requested by the team: what structure was the device being fired across? Where was the bleeding identified at? Did the surgeon fire two clips on the patient side and one on the remnant side? Did the surgeon cut prior to identifying the properly formed clips? Is the patient expected to have a full recovery? The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (b) was returned with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and intermittently fed,seven scissor clips class I and six conforming clips. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The device was disassembled but no conclusion could be reached as to why the device intermittently fed the clips. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. (B)(4). The analysis results found that device (c) was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. (B)(4) returned empty. The batch record was reviewed and no anomalies were noted during the manufacturing process.